Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a black image and black residue in the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the black image was traced to component failure. In addition, the cause of the black residue in the light guide lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.